Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 405mg/dl and treated with bolus. Customer reported issues with sensor calibrating and stuck on sensor updating loop. Customer replaced the sensor. The product will not be returned for analysis. Advised sending replacement sensor.